Manufacturer narrative:
Updated sections: b5, b7, d4 expiration date, h4, h6 health effect - clinical code, device code(s), and type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted in pulmonary position for 6 years and 6 months underwent a valve-in-valve procedure due to severe regurgitation and stenosis. Patient presented with dyspnea on exertion and activity limitation. The procedure was performed with a 26mm 9600tfx transcatheter valve. After the procedure there was no pulmonary insufficiency or residual gradient. Patient discharged on pod#1.

Manufacturer narrative:
Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. The subject device is not available for evaluation, as it remains implanted in the patient. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
It was reported that a patient with a 25 mm 3300tfx aortic valve implanted in pulmonary position for 6 years and 6 months underwent a valve-in-valve procedure due to regurgitation. The procedure was performed with a 26 mm 9600tfx transcatheter valve.